Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-01991 regarding the events involving the 26mm sapien 3 valve. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis and in a surgical bioprosthetic aortic or mitral valve (viv). Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement.  Valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the mitral wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  The cause of the migration and the embolization is likely related to the direct positioning of the sapien 3 valve in the mitral position and patient factors (severe mac, severe mitral stenosis with significant calcification of the anterior and posterior leaflets). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 26mm sapien 3 valve in the mitral position via open-sternotomy on bypass approach was performed.  The patient also had an excision of the anterior mitral leaflet, debridement of the mitral annulus, septal myomectomy.  The patient had severe mac, severe mitral stenosis with significant calcification of the anterior and posterior leaflets.  The 26mm sapien 3 valve was deployed ¿visually¿ without issue with 3 ml extra volume.  The valve was also sutured through the sewing skirt to the annulus.  The left atrium was closed and after warming  and removal of the cross clamp, the 26mm sapien 3 valve showed severe pvl.  The patient was restarted on bypass and the left atrium was opened.  More sutures were added.  The heart was then restarted and tee showed a ¿persistent perivalvular leak.¿  the surgeon did not think the patient could tolerate arresting the heart a 3rd time, so the sternum was closed.  Two days post implantation of the 26mm sapien 3 valve, the patient was brought back to the or because¿the patient was not doing well clinically.¿  the patient was not considered a good candidate for transseptal approach nor for plugs.  The only option was reoperation.  The sternum was re-opened and the patient placed on bypass.  The 26mm sapien 3 valve was removed and a 29mm sapien 3 valve was implanted with 2 ml extra fluid.  Post cross clamp removal, the valve ¿migrated¿ to the lvot.  The heart was arrested for the 3rd time and the 29mm sapien 3 valve was placed back into the mitral annulus.  The patient was warmed and cross clamp removed.  The patient began to have pvc¿s and runs of vtac.  The 29mm sapien 3 valve then embolized into the left atrium and was ¿unstable.¿  the physician did not think the patient could tolerate arresting the heart again and the sternum was closed.   Subsequently, the patient expired.